Event description:
It was reported that during the implant procedure, the rv-lv conduction test did not give values during the test. Recommended programming changes were made and no further issues were reported. Patient was fine after the event.

Manufacturer narrative:
(B)(6).